Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2015 due to poly wear resulting in instability. The head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2001. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date.